Event description:
The patient's arterial line kept backing up. The rn flushed and checked all connections. The rn then noticed that blood was backing up into the top of the vamp (where you pull from).the device was changed out and the new one functioned correctly.